Event description:
It was reported by the company representative that the during bathing procedure, the resident on the alenti chair was to be put into the tub for the bath. Caregiver raised resident up to by transferred over the tub and then went to lower the resident into the tub but the lift just clunked and stopped. Resident was then transferred into a chair without incident.

Manufacturer narrative:
(B)(4). Arjohuntleigh has received a complaint where it was indicated that during the procedure of lowering a person that was seated on the alenti shower chair, the device chair became stuck in the highest position with the pt on the seat, the device could not be lowered and the pt was safely taken off the lift manually. Neither pt nor caregivers have suffered any injuries. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti stuck in highest position). With the amount of sold devices and with comparison to the daily use of them the complaint ratio ((B)(4)) observed for reportable complaints with this failure mode on alenti is considered to be low and stable. Please note that arjohuntleigh manufactured more than (B)(4) alenti devices to date. It has been established that the hygiene chair (alenti) was being used for pt handling at the time of the event. During our investigation, we were able to find a deficiency with the lift (alenti). The lift was inspected by our representative that visited the customer site and was found to have not been to specification at the time of inspection. From our investigation, it appears the most likely root cause for an event was that the alenti actuator malfunctioned in that it became stuck in its highest position, combined with certain use situations that can be seen as off-label. The failure found here is not likely to appear on every device: a convergence of situations needs to occur for the failure to manifest itself. The complaint history review shows that there is a low likeliness of risk for the pt when the actuator becomes stuck, it is considered that only with a combination of user error it could be a risk. If the safety warnings in the instruction for use are followed; even if one of the components failed there is always another way to safety take the pt from the device, therefore is important that all operators are trained according to the device instruction for use. We find this complaint to be reportable to the competent authorities in abundance of caution.